Manufacturer narrative:
Additional information - the headlight box was caught on fire. The headlight box was plugged into a red outlet, but was not powered on since there was no headlight attached. The staff started to smell smoke and a flame came out from the back of the box. The nurse immediately unplugged it, the flame disappeared and the box was moved out of the operating room into the hallway where no further damage occurred. There was no harm to patients or staff. There was surgery delay reported but exact minutes was unknown. Failure analysis & root cause - the 00mlx light source was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The definitive root cause cannot be determined. The issue of burning smell may be the result of debris inside the unit or a damaged heat shield. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A clinical engineer reported that users complained of a burning smell with smoke and fire. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.